Event description:
Pt with a wrist fracture was implanted with a titanium wrist fusion plate and seven screws on (B)(6) 2011. Post-op, pt began to experience pain and returned to facility for x-rays. X-rays showed that two of the screws were broken and one screw was bent. Pt underwent revision surgery on (B)(6) 2011 and all hardware was removed. The explanted hardware was given to the pt. This is the 1st of 4 reports submitted on this event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as the device will not be returned and no lot number was provided.